Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 600 mg/dl and customer¿s blood glucose values ranges from 110 mg/dl to 428 mg/dl. Customer had symptoms as nausea, dry mouth and thirst. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with insulin pump. Auto mode feature was active at the time of incident. Customer was neither in emergency room nor admitted into hospital. Customer blood glucose was 533 mg/dl at the end of call. The insulin pump will not be returned for analysis.